Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that there is huge differences between sensor glucose and blood glucose on the insulin pump. Customer's blood glucose was 400 mg/dl. The customer stated that sensor glucose was 60 but blood glucose was 400 mg/dl.